Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported by a friend or family member that the patient was hospitalized (B)(6) 2019 due to uti which has been causing altered mental status. The patient requires MRI due to altered mental status, however when attempting to use the programmer yesterday to turn the ins off poor communication occurred. The caller was requesting assistance, but was not with pt/equipment. The friend called back later in the day with the patient and their programmer, and they didn¿t have an antenna. Poor communication was again observed, and caller tried again with programmer on the skin, but poor communication did not resolve. The caller was redirected to the repair department regarding the programmer and a replacement was sent. The caller was given the number to reach a manufacturer¿s representative (rep) as needed as patient is waiting for an MRI and needs stim confirmed to be off. Later an MRI tech called and also stated they are unable to put into MRI mode due to a malfunctioning programmer. However, caller does not know the last time ins was checked. MRI tech was also redirected caller to the number for rep to be paged. No further complications were reported or are anticipated.